Event description:
It was reported that a user experienced a brief loss of dexcom g7 glucose display on the ilet, during which a fingerstick measured 150 mg/dl and the ilet later displayed 162 mg/dl after the user toggled the cgm type setting from g6 to g7, resolving the issue. Symptoms included no reported adverse clinical effects. Outcomes included no impact on health and no need for medical intervention or hospitalization. Investigation included user troubleshooting and education, including cgm pairing/setting verification and functional check via mode toggle. Investigation of this case revealed that the ilet was functioning and that communication/settings for the cgm interface required reinitialization, after which data transmission resumed as expected. It was concluded, based on previously established findings for similar reports, that the cause was user interface or configuration for the cgm connection resulting in transient signal loss, resolved by corrective setting adjustment.